Event description:
It was reported that prior to a percutaneous coronary intervention, stent damage occurred. Vascular access was gained via the right femoral artery. A 4.0x32mm promus element was previously placed. As the 3.0x16mm promus element was opened and prepped for use it was noted that there was a fracture in the middle part of the stent. The procedure was completed with another 3.0x16mm promus element stent. As there was no contact with the patient, no complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes device evaluated by manufacturer - visual examination of the returned unit found no evidence of a stent fracture. However, stent damage was noted approximately 0.7mm from the distal edge of the stent. The profile of the stent here was interrupted by a number of struts twisted and raised. No further damage was noted on the returned device which could have contributed to the reported complaint. Microscopic examination of the lumen of the device noted what appeared to be solidified blood at two separate locations. This would indicate that the device may have been used in a procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that prior to a percutaneous coronary intervention, stent damage occurred. Vascular access was gained via the right femoral artery. A 4.0 x 32 mm promus element was previously placed. As the 3.0 x 16 mm promus element was opened and prepped for use it was noted that there was a fracture in the middle part of the stent. The procedure was completed with another 3.0 x 16 mm promus element stent. . As there was no contact with the patient, no complications were reported.